Manufacturer narrative:
Result: main power cord power prongs were loose and the auxiliary power ground prong was missing.

Event description:
It was reported by service report that the main power cord power prong was loose and the auxiliary power cord ground prong was missing. No pt involvement or adverse consequences were reported.